Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported stricture in patient that was treated with circumferential radio frequency ablation. Patient was treated for rfa with the use of halo360 28mm balloon catheter on (B)(6) 2016. Sizing of esophagus went according to protocol. Only one energy application was done at each segment. An hour after the procedure, the patient was experiencing chest pain. A chest x-ray was performed in order to exclude possibility of perforation. No evidence of perforation was noted on the x-ray. Later that evening the patient presented to the emergency department with pain, where a second chest x-ray was taken. Patient had a mildly elevated temperature and increased wbc count. On (B)(6) 2016 patient was experiencing pain, mostly with swallowing. Endoscopy showed dysphagia and odynophagia. Upper endoscopy also showed a stricture along the middle third of the esophagus. The stricture was dilated up to 13.5mm. On (B)(6) 2016 patient presented with dysphagia, odynophagia, and weight loss. Endoscopy was repeated and dilated up to 14mm. On (B)(6) 2016 patient presented with similar complaints of dysphagia and odynophagia. Physician dilated stricture up to 14mm. On (B)(6) 2016, patient reported feeling better showing improved dysphagia with some odynophagia remaining. Patient lost about 30 pounds since initial rfa procedure. Physician completed a balloon and savary dilation up to 15mm. On (B)(6) 2016 patient reported symptoms still improving. CT scan was performed to evaluate. At next follow-up physician was able to dil. On (B)(6) 2016 patient reported symptoms still improving. CT scan was performed to evaluate. At next follow-up physician was able to dilate patient to 18mm and injected steroids. Results of previous CT scan were okay. Physician plans to place a coated stent for 12 weeks if the stricture recurs. Patient is currently doing better.